Manufacturer narrative:
The pth reagent lot number was 46980 with an expiration date of 31-oct-2025. Qc was acceptable. The field service engineer found a pinhole in the tubing. He replaced the tubing and the measuring cell. He then performed performance testing and it was within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys pth assay on a cobas e411 immunoassay analyzer (rack system) when compared to a different cobas e411 immunoassay analyzer. Initial result: 15.8 pg/ml. Repeat result: 160 pg/ml (tested on another e411). The customer questioned the initial results and repeated the sample. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and the provided calibration signals were slightly lower than expected. There was no indication of a performance issue with the reagent as the qc was within range. The alarm trace did not show any abnormality. The investigation determined that the root cause was due to a pinhole in the tubing. The service action (replacing the tubing and the measuring cell) resolved the issue. No further issues were reported afterward.